Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead had observations of oversensing, however there was no pacing inhibition. The physician elected to surgically abandon both leads and implant a new system. No additional adverse patient effects were reported.